Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The device was trouble shot, but he was unable to verify the problem. The unit warmed to 45 degrees. The main side warmed at a slow rate so the main stop valve was replaced which resulted in the main side warming more quickly. Both sides heat and cool within one degree of set temperature. All other functions were checked. The unit passed all functional and safety tests per factory specification. The device was returned to the customer and cleared for clinical use. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported the hcu30 was not able to maintain a temperature of 35 degrees or more on both the main and cardioplegia sides. Device was exchanged. No negative impact on the patient. (B)(4).